Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure while placing a left sided s2ai screw, the tip of 5.5 nav driver - shaft t20 sheared off inside the drive recess of the screw. As this was a revision surgery, this screw was already implanted previously and the surgeon was replacing it in a new trajectory. After the driver broke, the screw was successfully removed and a new screw was implanted. The hospital discarded the screw with the broken driver tip. The surgeon¿s complaint is the tip of an expedium 5.5 screwdriver (t20) is too small/ weak when inserting larger diameter screws, specifically in revision surgeries such as this when the bone is sclerotic. Procedure was completed successfully. This report is for one (1) 5.5 nav driver - shaft t20. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9 - date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: the complaint device 5.5 nav driver - shaft t20 (product code: ds 301019003, lot number: mi88790) was returned to cq west chester for investigation. The driving tip of the driver was broken and the broken tip was not returned. The device had circular indentation associated with regular use of the device. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Conclusion: the driving tip of the driver shaft was broken, hence the complaint could be confirmed. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.